Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿micro usb charge port is loose - passed battery charging bench test - failed final functional test.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 05-jul-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implantable pump. The indication for use was non-malignant pain. The patient reported their communicator was not working, it's not charging properly, and having a hard time communicating with the pump, and ¿it's just not charging at times¿. The patient stated they have tried so many positions to find the correct position for the handset and communicator to connect to each other, but they have not been able to. When asked the event date, the patient stated, ¿for like 2 weeks now¿. The patient mentioned one time the communicator was plugged in, they saw the orange light come up on the communicator, but then the indicator light went blank. The patient stated the indicator light does not turn green anymore. The patient confirmed the charging cord does not seem to fit all the way into the charging port, and it appears that they would have to force the cord into the port to get it to charge. The patient also mentioned they have had to move the cord around in order to get the communicator to charge. The patient using the same charging cord they got with the equipment in 2021. Agent inquired about any alerts/codes/message screens on handset displaying low communicator battery or communicator pairing issue, and the patient stated ¿no, but a red error came up but then it restarted but then the code went away after it restarted¿. The patient stated this occurred ¿probably saturday¿. The patient stated the communicator has not been wet/dropped. The issue was not resolved through troubleshooting. A request was sent to repair to replace the communicator.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.